Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) level of over 400mg/dl to 528 mg/dl and vomiting; cause was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. On (B)(6) 2023 customer administered a bolus via the pump and manual injections to address the issue and went to the emergency room with "kidneys were low functioning", "white blood at 18,000", and "dka [diabetic ketoacidosis]". Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, and antibiotics. Customer was discharged 2 days later with the issue resolved and no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.